Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing/short of breath. The patient also alleged, device will not turn on/device not functioning and other thermal issues. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal and external inspection, several types of contamination were identified. White and tan dust-like particles were found at the air inlet of the blower box and in the iso port. Light dust-like contamination was observed on the top of the blower box, the blower motor, and the blower motor seal, on the bottom of the blower motor and inside it. Additionally, slight black contamination, consistent with keratin at the air outlet of the blower box. Tiny white dust-like specks were present on the bottom of the blower box, and tiny black dust-like and hair-like particles, were detected in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device which suggests that the source of contamination was external to the device. The manufacturer was unable to confirm the patient's symptoms.